Event description:
It has been reported to philips that the system would not start, and it displayed a blue screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the diagnosis procedure. The procedure was completed by moving the patient to another room. The field service engineer (fse) inspected the system onsite and identified that the system was not booting up and was displaying a blue screen. A review of the system logfiles cannot confirm the malfunction. Upon troubleshooting actions, fse verified with the new host pc and hard drive, but the issue was not resolved. Fse replaced the hard drive with the existing host pc and reloaded the software. After the replacement of the hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.